Manufacturer narrative:
A review of the manufacturing records could not be performed as the manufacturing history for this lot is unavailable for review. Although documents are unavailable, standard manufacturing procedures require lot history reviews before release of the device to ensure compliance with device specifications. Conclusion codes remain unchanged.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Records detailing the patient¿s postoperative clinical course have not been provided to gore.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Gore has requested additional information from the reporter. It should be noted that the gore-tex® cardiovascular patch instructions for use mentions the following warning, among others: ¿not for reconstruction of: hernias, soft tissue deficiencies, and passive biological membranes such as dura mater, pericardium, or peritoneum. Use of this product in applications other than those indicated has the potential for serious complications, such as suture pullout, failure of the repair, or undesired healing to surrounding tissue.¿ ¿for other patching applications the gore® dualmesh® biomaterial, gore® mycromesh® biomaterial and gore-tex® soft tissue patch are available for the reconstruction of hernias and soft tissue deficiencies.¿

Event description:
A patient reported to gore that a gore-tex cardiovascular patch was implanted during a procedure whereby a bladder suspension was performed. The patient was reportedly seen for follow up for 8 years and during that time, the patient alleged continued complaints of discharge and odor from an unknown etiology. It was reported the patient was referred to another facility, where the physician reported to the patient that there was evidence of mesh erosion. The patient stated the gore device was removed in 2009. Records detailing the patient's postoperative clinical course have not been provided to gore. Additional information has been requested.